Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device will not be returned as it has been disposed of.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.